Manufacturer narrative:
(B)(6). Data was not available for review; therefore, the cause of the discrepant result cannot be determined. Potential factors could include: - low titer sample: results for samples with titers near the limit of detection for a given test will waiver between positive and negative. - contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. - abnormal pcr growth: an issue related to (B)(6) could cause a false positive call, due to disturbances in the amplification curve. Additional information is available in (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) observed a discrepant sars-cov-2 result for one patient sample. The sample was initially tested on cobas ® liat® and sars-cov-2 target was detected. The same sample was later retested with viasure hausen abi fast 7500 analyzer and another liat® (unknown sn) and both of the results were negative. The sample was reported as negative. No harm alleged. The customer collected the sample with citoswab® vtm kit, 3 ml with nasopharyngeal flocked swab (cat 780028) which is an off-label collection kit, for approved collection kits the method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation.